Manufacturer narrative:
(B)(4). D4, g4: pt101ee is not sold in the USA, but it is similar to a product which is sold in the USA (pt101us). The 510(k) for the similar product is k131895. Corrected data: b4, b5, d9, g3, g6, h2, h6, h11. Product background: the pt101 airvo 2 humidifier (airvo 2) is an active humidifier with integrated flow generator that delivers high flow warmed and humidified respiratory gases to spontaneously breathing patients through a variety of patient interfaces. Its intended use is for the treatment of spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases. The airvo 2 is not intended for life support, and appropriate patient monitoring must be used at all times. On 15 january 2026, it was confirmed this was an erroneous report, and the healthcare facility had not alleged an issue with the power out alarm on the subject device.

Event description:
On 13 november 2025, a distributor reported on behalf of a healthcare facility in israel that the power out alarm of the pt101 airvo 2 humidifier (airvo 2) sounded for less than 120 seconds. This was reported subsequent to a field safety notice informing users of a change to the disinfection kit user manual of the airvo 2 to include a regular test of the power out alarm, to be carried out in between each patient use. On 15 january 2026, it was confirmed this was an erroneous report, and the healthcare facility had not alleged an issue with the power out alarm on the subject device.

Event description:
A distributor reported on behalf of a healthcare facility in israel that the power out alarm of the pt101 airvo 2 humidifier (airvo 2) sounded for less than 120 seconds. This was reported subsequent to a field safety notice informing users of a change to the disinfection kit user manual of the airvo 2 to include a regular test of the power out alarm, to be carried out in between each patient use. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). D4, g4: pt101ee is not sold in the USA, but it is similar to a product which is sold in the USA (pt101us). The 510(k) for the similar product is k131895. D4, h4: complete device identification information has been requested. Fisher & paykel healthcare (f&p) is currently in the process of completing f&p's investigation. F&p will provide a follow up report upon completion of f&p's investigation. Product background: the pt101 airvo 2 humidifier (airvo 2) is an active humidifier with integrated flow generator that delivers high flow warmed and humidified respiratory gases to spontaneously breathing patients through a variety of patient interfaces. Its intended use is for the treatment of spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases. The airvo 2 is not intended for life support, and appropriate patient monitoring must be used at all times.